Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained right ventricular oversensing was noted due to lead noise on both right atrial and right ventricular leads. The pacing lead impedance also had elevated. The patient was asymptomatic. Lead revision was discussed; however, no intervention was performed.